Manufacturer narrative:
The technician was unsure how the brake casters failed but it was most likely contributed to the teeth in the brake caster being worn from normal usage and normal wear and tear. Based on this information, no further action is required.

Event description:
The technician reported the brakes at the head of the bed that will not hold. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).